Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number : (B)(4), batch/lot number: 7028553, model/catalog description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient was experiencing abdominal pain and numbness of lower extremity following an implant procedure. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing abdominal pain and numbness of lower extremity following an implant procedure. The patient underwent an explant procedure and was doing well postoperatively.